Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 30 mmol/l. Prior to the hospitalization, the customer was tired, frustrated, and was vomiting. It was also stated that prior to the event, the customer put a lithium battery in the insulin pump, and the battery exploded in the battery compartment, burning the customer's leg. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.